Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with ten infusion sets. The cannulas were kinked. The event occurred on 01-jun-2024. Patient noticed symptoms within 3 or more hours after insertion. The insertion of the site was the abdomen. Infusion sets were used for less than 24hours. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Patient took correction injection via mdi for the treatment. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1973681-device 10 of 10. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.